Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had several questions about their implanted system. They mentioned about two weeks ago, they experienced a fall. They began experiencing back pain after the fall, and were not sure if their implanted system could have caused the back pain. They had followed up with their neurologist, who was also not sure if the implanted system was related to their back pain. The patient confirmed when they changed either patient programmer batteries, that the back pain was "relived a bit," and they did not feeling the "pulsing" sensation as much. Decreasing or turning stimulation off were reviewed. The patient declined to be walked through either process. They were emailed a list of healthcare providers in their area to follow-up with to further address the issue. The patient added the following relevant medical history, that sometimes they would not feel the "pulsing" sensation, and their bowel symptoms would "change," so they would adjust programming settings and change the programmer batteries. They confirmed they were experiencing a 90% reduction in symptoms since the system was implanted.